Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received twelve bursts of inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks for a sinus tachycardia, which exhausted therapy. Technical services (ts) discussed reprogramming options. According to the information provided, the patient was transferred to another facility were he has history of ventricular tachycardia ablation. No additional adverse patient effects were reported. The device remains in service.